Event description:
The patient complains that the implant pump goes flat when he tried to inflate the device. He also complains of penile pain and swelling. Cystoscopy reveals an erosion of the ipp into the urethra at the level of the fossa navicularis. Recommended complete removal of the implant given that all components are infected. Plan insertion of a maluable implant into the noneroded corpora. Coloplast titan penile implant was removed due to urethral erosion.